Event description:
Patient reported experiencing elevated blood glucose (300 mg/dl). He stated that he believes the device may not be delivering the correct amount of insulin. Patient self-treated with insulin injections.